Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: suture retrieval issue. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a moderately calcified femoral artery after an interventional procedure. Reportedly, resistance was felt during deployment of the needles and upon withdrawal of the plunger, there were no sutures present. The device was removed and hemostasis was achieved using manual compression and a clamp. There were no reported adverse patient effects. Though requested, no additional information was available.